Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown procedure, a cook device "shredded". A photo provided by the customer shows both hub separation and shaft separation of an unknown micropuncture introducer. Additional information has been requested but is unavailable at this time. There has been no report of any patient injury associated with this event. Investigation evaluation: reviews of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications were conducted during the investigation. The complaint device was not returned to cook for investigation; however, a photo was provided. The device was observed to be an mpis outer cannula. The hub appeared to have separated from the cannula. The cannula was in two pieces, with one piece being twice as long as the other. Both pieces had hemostat marks along their lengths. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Evidence from the complaint file and evaluation of a picture of the failed device suggests that the device was manufactured to specification. Adequate inspection activities have been established and there is no evidence that nonconforming product exists in-house or in the field. Cook reviewed product labeling. The product IFU instructs the user to inspect the product to ensure no damage has occurred upon removal from the package and to not attempt to withdraw if resistance is felt. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
It is unknown if the device will be returned. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, a cook device "shredded". A photo provided by the customer shows both hub separation and shaft separation of an unknown micropuncture introducer. Additional information has been requested, but is unavailable at this time. There has been no report of any patient injury associated with this event.